Event description:
It was reported that during a ladg, it was found that the tissue was detached when a nurse wiped the blade with gauze. The tissue pad did not fall into the patient. The device was used on the esophagus and the colon. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged and melted. The tissue pad was inspected and was found 100% present. It is possible that the instrument returned was not the reported one due to the tissue pad was still attached to the clamp arm. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.